Event description:
It was reported that there was noise seen on the right ventricular (rv) lead. It was also reported that the patient was told to be careful with the shadow boxing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. There was apparent noise in the ventricular high rate episodes.